Event description:
It was reported that the cardiosave intra-artic balloon pump (iabp) was plugged in and powered off with constant beeping; making a loud beeping noise.

Manufacturer narrative:
It was reported that the cardiosave intra-artic balloon pump (iabp) was plugged in and powered off with constant beeping; making a loud beeping noise. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However when the unit was brought to the facility biomedical engineer (biomed) verified the issue only occurred when there was a battery installed in bay 2 (plugged in and off), the stm tested the daughter board test function, it worked one time and then would not alarm, it was intermittent. To address the issue, the stm replaced the daughter board (0670-00-0860) and the battery (0146-00-0146). The stm completed a full calibration, functional, and safety test, all passed to factory specifications. The stm kept the unit in biomed for the night and they reported that it was alarming in the morning. The stm returned onsite and was then able to reproduce the reported issue, and replaced the power management board (0670-00-1162e) the stm re-verified calibration, functionality and safety checks, all test passed to factory specifications. The stm kept the unit plugged in biomed and returned in the morning. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h10,h11; corrected field: h6(investigation conclusions).